Event description:
Hcp reported the patient experienced episodes of blurred or weak vision after the deep brain stimulator was implanted. Vision problems resolved when the patient turned off the stimulator. Hcp decreased amplitude of the stimulator by .2 eradicating the patient's visual disturbance without altering the patient's excellent tremor control from the stimulator. Hcp reported vision problems could be due to patient's diabetes also. No report of device explantation.